Event description:
It was reported that the patient fell and broke their hip in (B)(6) 2014. The patient was seen by a new physician where an ultrasound and an x-ray taken prior to surgery being scheduled showed that the lead component of their implantable neurostimulator (ins) was broken. It was noted that there was not going to be another trial for the patient but instead a revision was to be planned on the device components already implanted. The revision was then performed on (B)(6) 2015 where it was observed during the procedure that the lead was broken and was twisted excessively near the ins. It was unsure when or how the twisting came about. Both the iead and ins where then explanted and replaced. There were no patient symptoms or complications reported associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There was no outcome reported in the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v738951, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the manufacturer's representative noted that patient revision was done. Lead and generator were replaced. Patient is doing well at this time.